Event description:
Augmented with subglandular placement of silicone implants. 1988: pt underwent capsulectomy secondary to hardening and rupture of implant and placement of what appears to be 375cc mcghan double lumen implants. 2002, complained of increasing pain and discomfort in breasts associated with deformity secondary hardening and misshaping. Pe-bilateral baker iii capsular contracture. Two months later bilateral implants removed. Intact - saline shells deflated. Pt augmented with mentor silicone gel implants.